Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received a picture showing an open sample with the needle detached from the thread (the thread is outside of the pack). However, without any closed sample, we cannot carry out an analysis in order to take a decision. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received, only a picture. Final conclusion: in spite of receiving a picture showing a defective sample, without closed samples a suitable analysis cannot be performed, and the case is considered not confirmed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported a needle detachment before use. Additional information has not been received.